Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed themselves (unspecified). There was no report of death or permanent impairment associated with this case.